Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the feet on the bottom are broken. The rolling stand hand is also broken. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer indicated that the feet are broken but the bottom case is not. The side rail on the roll stand is also broken. The rse provided the parts ID for the bottom foot kit and the v60 stand top platform assembly. Per good faith effort (gfe) response, it was confirmed that the device came back from a facility as if it had fallen. The top of the rolling stand was damaged and the feet at the bottom of the ventilator also damaged to the point where they do not stand straight into the device. The concern was that with the feet on the device being bent and damaged, it would not sit stable in the new top on the rolling stand. The ventilator does still operate as normal with no issues. The customer replaced the bottom foot kit and the top platform assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.